Event description:
The customer contact reported breakage of the piercing pin. The tubing set was to be used to deliver an unspecified medication, at an unspecified rate. At an unspecified time, it was reported that the after the piercing pin was inserted into an unspecified administration port of the solution container, the piercing pin of the tubing set broke off proximal to the air filter vent of the tubing administration port of the solution container. Although there was potential for a leak, no leakage was reported. Though requested, no additional information was provided including if the tubing set was replaced and the therapy was initiated.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.